Event description:
It was reported that a user experienced failure to obtain glucose readings from a newly applied libre 3 plus sensor paired to the ilet system, with pairing attempts unsuccessful until the user removed a phone case and rescanned via the ilet mobile app following app reinstall guidance. Symptoms included no cgm glucose data available. Outcomes included a dosing stop notice and notification that cgm was not paired. Investigation included remote troubleshooting and user education, including rescanning, app reinstallation, and environmental interference mitigation by removing the phone case. Investigation of this case revealed that the pairing failure was attributable to signal interference from the phone case, and successful pairing occurred once the case was removed. It was concluded, based on previously established findings for similar reports, that the cause was user environment interference affecting bluetooth communication.